Event description:
A malfunction was reported on the pump, and it was identified with malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the issue recurred, and they acknowledged the instructions.